Event description:
It was reported that in an analysis using a holter monitor, the physician saw an episode of asystole in the pacemaker and not the holter. There may have been loss of capture from the device. There was a question as to whether the problem was with the device or the lead. The physician decided to cap the ventricular lead. A new ventricular lead was implanted. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.